Event description:
It was reported that the guidewire got detached and remained inside the patient's body. The target lesion was located in the severely calcified right coronary artery (rca). A 5 pack ng rotawire floppy was selected for use. During the procedure, it was noted that the guidewire got detached around the middle part of the radiopaque marker area. Only the proximal side of the detached was removed as is. The procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination revealed that the spring tip was bent, and a portion of it was detached and did not return for analysis. Total length of the guidewire was measured and met specification. Device analysis confirmed the complaint allegation of guidewire detachment of device or device component.

Event description:
It was reported that the guidewire got detached and remained inside the patient's body. The target lesion was located in the severely calcified right coronary artery (rca). A 5 pack ng rotawire floppy was selected for use. During the procedure, it was noted that the guidewire got detached around the middle part of the radiopaque marker area. Only the proximal side of the detached was removed as is. The procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.